Manufacturer narrative:
(B)(4). Pump received with missing retainer, broken reservoir tube lip, missing reservoir tube o-ring. Unable to perform the displacement test or lock reservoir into place due to missing retainer.

Event description:
Information received by medtronic indicated that the lip ring was gone. Customer reported that there was physical damage to the insulin pump's reservoir lip ring and the reservoir was able to lock in place when inserted into insulin pump. No harm requiring medical intervention was reported. The device will be returned for analysis.